Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit skipped twice while taking graft and left 2 gashes in patient's leg and both sites had to be sutured. The event occurred during surgery. No additional patient consequences have been reported.

Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). This follow-up report is being submitted to relay additional information. Updated/corrected sections: date of report, PMA/510k, if follow-up, what type. Conclusion summary: on (B)(6) 2018, it was reported that the patient was to have skin graft on right thigh and the unit skipped twice while taking graft and left 2 gashes (visible injury) in patient's leg and both sites had to be sutured. Where the skin graft was intended, there were (4) narrow wounds/deep incision; 4-0 monocryl was used to close the deep tissue layer and 5-0 nylon was used to close the skin. The customer returned an air dermatome device, serial number: (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number: (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on september 28, 2018 revealed that the 1 in, 3 inch, and 4 inch width plates were dinged and worn. The head, neck, and hand piece were all worn and nicked. There was a nick in the control bar on the right side. The o-ring was missing from the swivel. After temporarily installing an o-ring on the swivel to measure the motor speed it was found to be within specifications. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since during the product review no significant failure was noted that would have attributed to the reported event. However, it was noted that the 1¿/3¿/4¿ width plates were dinged and worn. The head was worn and nicked. Also there was a nick in the control bar on the right side. These may have contributed to the device skipping but cannot be definitively determined. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review no significant failure was noted that would have attributed to the reported event. However, it was noted that the 1¿/3¿/4¿ width plates were dinged and worn. The head was worn and nicked. Also there was a nick in the control bar on the right side. These may have contributed to the device skipping but cannot be definitively determined. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was to have skin graft on right thigh and the unit skipped twice while taking graft and left 2 gashes (visible injury) in patient's leg and both sites had to be sutured. Where the skin graft was intended, there were (4) narrow wounds/deep incision. 4-0 monocryl was used to close the deep tissue layer and 5-0 nylon was used to close the skin. There was an estimated delay of about 30 minutes. The surgical technique was utilized. An additional unplanned skin graft was needed in order to complete the surgery. Another zimmer dermatome and blade were used.